Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. Once at the hospital upon removal of the pod the cannula was found to be bent. The patient was treated with intravenous fluids of saline. The patient was released from the hospital after 7 hours. The pod will not be returned as it has been discarded.